Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the catheter deformation and opacification issues, as both the extension legs were found emulsified and deformed in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement, the device was found whitened and deformed. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that some post catheter placement, the device was found whitened and deformed. It was further reported that the catheter was removed. There was no reported patient injury.